Event description:
While doing a rt femoral thrombectomy, physician inserted a co arterial embolectomy catheter (4fr) into femoral artery. He inflated the balloon and began pulling it back. When the end of the catheter emerged, there was no balloon on it (it had completely slid off). Equipment was switched and procedure was continued. According to physician the balloon remains in pt.